Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they will have to have another surgery because their leads migrated from p8 area of spine to l5 area of spine in lower back; pt said the surgeon will be "putting in paddles." Pt learned their leads had migrated last week when they met with their surgeon. Pt had a meeting with mdt rep.(name, unknown) scheduled for (B)(6)2021. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp